Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to a failure of the internal li-ion battery was observed. The device's internal battery needs to be replaced. No components were replaced. The device was scrapped.